Manufacturer narrative:
Event date unknown. Device has not yet been returned to manufacturer.

Event description:
The lab tech reported that the lower over denture bar fractured in the patient's mouth.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no non-conformances were initiated against subject lot. Review of edhr did not identify any manufacturing deviation that would contribute to the reported event. Also a complaint history search was performed using our complaint handling system and there were no additional complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative catalog information identified: potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion aspiration and or swallowing and nerve injury. Also, work order contains references to the appropriate procedure and laboratory manual (art868) which includes appropriate bar handling instructions. The complaint indicated that: "the lower over denture bar fractured in the patient's mouth¿. The reported event is not thought to have been caused by a manufacturing deviation. The complaint was found to be non-verifiable as the product was not returned for inspection. A root cause could not be determined. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.